Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a bolus stopped alarm. The customer¿s blood glucose level was unknown. The customer stated that they had a delivery issues and no delivery of bolus. The customer stated that it had occurred two to three times a day. The customer was advised that the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until the replacement pump arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected bolus stopped alarm noted during testing.